Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated

Event description:
Allegedly, patient was revised due to aseptic loosening tibia; other indication for revision (right), revision njr number: (B)(4), primary asa: p3 - incapacitating systemic disease.